Manufacturer narrative:
Submit date: 07/19/2016. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. In addition, all DHR's are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow to confirm a root cause for the event, however, the following potential causes were identified, defective material, misuse, machine malfunction, inspection failed or not performed, improper materials selected. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/21/2016 that a customer had an issue with a stopcock. The customer states the stopcock was noticed to be cracked shortly after the line change. The line was being changed as part of protocol. The line was then changed again once the leaking was observed. Antibiotics started.